Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil is fractured at distal end of terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, the right ventricular (rv) lead experienced placement difficulty. The first position the rv lead worked fine, the lead then needed to be repositioned again due to poor sensing, but good threshold. It took a lot more turns to deploy the helix the second time. After removing the stylet the only thing on the analyzer was noise. A new was tried, but it did not help. It was still all noise. The helix would not come back in. Upon removal the rv lead was again on the back table. The helix didn't budge. Removal difficulty was also experienced. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.